Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to an infection at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed june 22, 2015.